Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was 1 hour early. A technical support specialist (tss) followed the knowledge article "time is 1 hour behind correct time - daylight saving time unchecked". The system time was incorrect and corrected it through the command prompt. Permission was obtained from customer to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system time was one hour early (est). The customer reported that nurses were unable to dispense scheduled doses because the system indicated it was too early to administer the medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.